Manufacturer narrative:
Follow up 2/5/15: customer received a new usb cable and tried multiple power sources; however, pump still would not charge. Customer indicated current pump and manual injections would continue to be used for diabetes management. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge without manual manipulation of the usb cable. A replacement cable was sent to the customer. There was no impact to the customer's blood glucose level.